Manufacturer narrative:
The logs and screenshots are provided for analysis. An experiment was performed using a delta xl monitor with software version "vf8.4w" installed which is the same as the customer site, to verify latching behavior of life threatening alarms (l-t) vtach when the monitor is configured on versus off in "operating room" (or mode) mode. It was determined that the monitor latched the alarms as intended when the monitor configuration of or mode was set to off. When or mode was configured to on and the l-t alarm vtach was triggered, when then the condition went away the monitor did not latch the alarm which the device is working as designed when or mode is set to on. From the logs and screenshots, it's confirmed that the monitor did alarm for various l-t events, and the biomed from hospital confirmed that the monitor was in or mode during that event. The root cause of the unexpected latching behavior was due to a user configuration where the monitor was set to or mode. There is a note from the IFU: high-priority and medium-priority alarms do not latch in or mode. Or mode is shown on the display at any time.

Event description:
Please refer to inital report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that a patient experienced vtach events but the delta (bed (B)(4)) did not latch the high priority red vtach alarms as expected after the condition went away. There was no patient injury reported. The monitor was examined by a hospital biomedical technician who reported he was able to reproduce the reported symptom using a patient simulator.